Event description:
The reporter indicated that a 13.2mm micl13.2, -16.0 diopter, implantable collamer lens was implanted into the patient's left (os) eye on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged with a shorter lens due to pupil block, elevated iop, angle closure, and unreactive (fixed) pupil. An additional surgical pi was also added. The problem was resolved. The cause is reported as a patient-related factor and unknown: "possibly icl too large for eye despite conformity to sizing table/guidelines."

Manufacturer narrative:
B5-disregard previous b5 statement. D2-unable to enter product code mta. G2-report source added. H6-health effect clinical code 4581 (unreactive (fixed) pupil, angle closure). H6-health effect impact code unable to enter: 4629 (secondary surgery, lens exchange); 4625 (addition of new pi). H6-device code 1494: off-label use (under 21yrs of age at date of implant). Claim# (B)(4).

Manufacturer narrative:
Product code unk; esubmitter software does not allow unk entry. (B)(4).

Event description:
The reporter stated that an implantable collamer lens may be removed and replaced. Attempts to obtain additional information have not been successful.